Manufacturer narrative:
(B)(4). UDI # - (B)(4). Concomitant medical products ¿ oxford bearing catalog 159540 lot 948190; oxford femur catalog 161473 lot 2407036. This product is manufactured by (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as (B)(4) manufactures a similar device that is cleared or distributed in the united states under PMA number p010014. Component remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient enrolled in a clinical study experienced radiolucency post knee arthroplasty. No adverse events have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint database found no similar complaints. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.